Event description:
It was reported that the programmer booted to a blank screen with an error message. The programmer was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer booted to a blank screen with an error message. As a result the xy printed circuit board was replaced. It was also noted that the handle was broken on the lower case, and the system fan was noisy. Product ID 2067 radiofrequency head.